Event description:
It was reported the patient was on their 5th day with their device and they stated the morning of report, the patient found their device was causing their left leg to go numb. It was noted it starting with a tingling feeling in their foot and it was going up to their leg and knee. The patient felt like their knee was going to give out from underneath them so they turned the stimulator off. The patient stated it was ¿obviously stimulating the wrong nerves down there." It was noted that with the stimulation turned off the tingling had gone away by their knee felt numb. The patient stated it just happened the morning of report when they got up and they were doing their usual get up routine. It was reported the tingling feeling felt like the patient¿s foot was going to sleep and as the morning progressed it kind of migrated up into the knee area and the patient felt like their whole leg was going numb. It was stated the patient had pain in their foot and it hurt.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0aabs, implanted: (B)(6) 2013, product type: lead. (B)(4).